Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the infusion set was popping out; he pushed it back in. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.